Manufacturer narrative:
(B)(4). Date sent: 6/12/2025. B3: event year only reported: 2025. D4 batch #: y7043u. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone separated and the mount was noted to be loose. The device was connected to a gen11, however, no functional testing could be performed due to the condition of the device returned. As the instrument was recognized by the gen11, the reported event of "communications issues" could not be confirmed. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the nose cone separated. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.

Event description:
It was reported that during an unknown procedure, the hand piece has a connection issue.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2025. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient consequence.